Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set block alarm (B)(6) 2024. The blockage was located in the tubing. Customer changed supplies as necessary and resumed insulin therapy. No further information available.